Manufacturer narrative:
Customer qc was acceptable on day of patient testing. Field service engineer determined the rinse nozzle spring holder was not seated properly and allowed the rinse nozzle to get stuck in the up position. This resulted in improper evacuation and rinsing of cells. He properly reconnected the spring holder, adjusted rinse volumes and gear pump pressure. Customer ran qc on all assays and were within established ranges. The investigation determined the cause of the event was due to the seating of the rinse nozzle, rinse volumes and gear pump pressure discovered by the field service engineer.

Event description:
The initial reporter questioned two patient ureal urea/bun results on the cobas 8000 c 702 module. Patient 1 initial bun result was 53 mg/dl with a data flag and repeated as 30 mg/dl. Patient 2 initial bun result was 86 mg/dl with a data flag and repeated as 10 mg/dl. Patient 2 is a (B)(6) year old male with a birth date of (B)(6). The repeated results were reported outside the laboratory. The repeat results were later questioned and the samples were retested with results that matched the original results. Patient 1 bun retested as approximately 53 mg/dl. Patient 2 bun retested as 87 mg/dl. The laboratory corrected the patient's reports and reported out the initial results. Bun reagent lot number for testing was 40968701 with an expiration date of 29-feb-2020.